Event description:
It was reported that 2 bd smartsite¿ needle-free connectors leaked during use and were found with damage on the blue silicone. The following information was provided by the initial reporter, translated from chinese: "used the infusion connector and found leakage after disconnecting the infusion connection. After the customer found out, stopped the infusion and replaced with a new connector. After getting the joint, there seems to be signs of damage on the surface of the blue silicone (to be investigated). After communicating with the customer, the head nurse asked the nurse/intern and said that there must be no misuse of the steel needle, so it was reported."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd smartsite¿ needle-free connectors leaked during use and were found with damage on the blue silicone. The following information was provided by the initial reporter, translated from chinese: "used the infusion connector and found leakage after disconnecting the infusion connection. After the customer found out, stopped the infusion and replaced with a new connector. After getting the joint, there seems to be signs of damage on the surface of the blue silicone (to be investigated). After communicating with the customer, the head nurse asked the nurse/intern and said that there must be no misuse of the steel needle, so it was reported."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-apr-2023. Investigation summary: two 2000e china products from lot 22046171 were received in opened packaging for investigation residual fluid was detected in the device. No connecting products were received to assist the investigation. The feedback provided by the customer suggests leakage was detected from the smartsite due to a puncture like damage on the surface of the piston. As part of the feedback the customer provided videos of their experience; analysis of the videos confirmed the customer's experience as fluid can be seen leaking from the smartsite. The returned samples were subjected to pressure testing; in each instance, leakage was detected from the smartsite piston. A close inspection revealed a hole to the surface of the piston of the smartsite in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigation into similar damage has been unable to identify any potential sources for damage of this nature from the manufacturing process, and a definitive root cause could not be determined. A review of the production records for lot 22046171 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, please note that accessing the smartsite component with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation.